Event description:
History of sick sinus syndrome with permanent pacemaker inserted. Pt had routine follow up in md ooffice where pt was noted to have malfunctioning pacemaker with a low heart rate. The pacemaker was not capturing, at times oversensing. Pt complaining of weakness and tiredness lately.